Event description:
It was reported that the rad-5 display functions intermittently when powered up. Sometimes the display is visible, sometimes it's not. No error message or alarms reported. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some of the led segments are not illuminating. Internal inspection revealed corrosion on the copper shield and component due to fluid ingress. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.